Event description:
It was reported by svc report that the unit surges while in zoom mode. It is unk if there was pt involvement; however, no adverse consequences were reported.

Manufacturer narrative:
Eval: load cell.